Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient¿s implantable neurostimulator (ins). It was reported the pocket site was uncomfortable for the patient. The patient was scheduled to have pocket revision (B)(6) 2020. No device malfunction was reported. No further complications were reported/anticipated.